Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
When screwing this led into new device, md plugged rv coil in, turned screw, and when he gently tugged the entire lead tore (leaving pin in header and exposed wires on lead). The lead was capped and replaced.